Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported to the required intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia and being in a diabetic coma. The patient's blood glucose levels dropped to 35 mg/dl while wearing the pod between 36 and 48 hours. Patient reported being unresponsive and in a pool of sweat; spouse had their housemate call 911. Paramedics came and patient was treated with intravenous fluids for 3 hours; they offered to take patient to the hospital but she refused. This pod was discarded.